Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. The lesion was predilated using an emerge balloon catheter. Then a 2.50x16mm promus premier¿ stent was selected and the stent bent during loading. The procedure was completed using another promus stent. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(6).